Event description:
Customer was hospitalized for high blood glucose levels. Customer stated that her blood glucose levels went high due to an insulin leak in the reservoir she was using. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.